Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode with undersensing causing a delay in ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy that was eventually converted. Technical services (ts) discussed troubleshooting options. The device was deactivated due to hospice. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode with undersensing causing a delay in ventricular tachycardia (vt) / ventricular fibrillation (vf) therapy that was eventually converted. Technical services (ts) discussed troubleshooting options. The tachycardia therapy was programmed off due to hospice. The device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct b5: describe event or problem.